Event description:
It was reported that the patient has effective therapy post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was not delivering therapy. An error message was displayed on the patient programmer that suggested the ipg was depleted. As a result, the ipg was explanted and replaced on (B)(6) 2019.